Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.5 volts and the charge time was 20.5 seconds. There was a concern that the battery depleted earlier than expected. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.